Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 323mg/dl. A correction bolus via the pump was delivered to address the bg level. System check with tandem technical support indicated pump was performing as intended. No damage to the cannula was noted. Tandem technical support advised the customer to perform an infusion set site change and to monitor their pump performance and blood sugars. The customer reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. The most likely cause of the reported high blood glucose was from previously reported occlusion alarms received within the same time period.